Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/14/2016 with the following findings: the battery compartment is cracked below the grip pad. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 10/14/2016.